Manufacturer narrative:
H11: manufacturing review: a manufacturing and inspection review of the lot history records was not performed because a specific lot number for the defective product was not provided. Based on the information available a definite root cause for the reported event could not be determined. Investigation summary: the device was not returned and photos were not provided by the customer which leads to inconclusive results. There were no indications of manufacturing deficiencies. It was reported that the device shipping box was folded in half upon arrival at the facility. Based on the available information and as the sample was not returned for evaluation, the investigation of the reported issue is closed with inconclusive result. A definitive root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the reported issue. The IFU states that "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient prepped for a stent graft placement procedure using the covera vascular covered stent. Prior to the procedure it was found that, the device was allegedly bent in half and packaging issue was noted.